Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable.

Event description:
The sleeve collapsed during insertion and would not enter the incision smoothly. Additional force was needed to insert the sleeve. There was no reported impact to the patient.

Manufacturer narrative:
Evaluation completed. One blue irrigation sleeve was returned inside a test chamber. Visual inspection found the sleeve dirty with dried solutions and particulates. Microscopic examination of the sleeve found a tear at one of the port holes.